Manufacturer narrative:
Reference record (B)(4). Catalog number 062945-001 is the international list number which meets the requirements of the similar product listed in which is the us list number. The device involved in the event remained implanted in the patient and was not returned; therefore a return sample evaluation is unable to be performed. Granulation tissue is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2015, patient in (B)(6) underwent procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. It was reported that the patient experienced pain and granulation tissue at the stoma. The granulation tissue was surgically removed under local anesthesia. Patient was recommended to apply eosin to the area. A smaller granulation tissue reoccurred 20 days ago and patient has no issue with it.